Event description:
Reportedly, the instrument did not staple the tissue properly. As a result, the stomach tissue was left open and an unspecified amount of bleeding occurred. To fix the problem the surgeon hand sutured the tissue. Procedure: unk.